Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No injury or medical intervention was reported.